Manufacturer narrative:
Literature article citation: craig m. Misch. Bone augmentation of the atrophic posterior mandible for dental implants using rhbmp-2 and titanium mesh: clinical technique and early results. Int j periodontics restorative dent 2011; 31: 581-589. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedures. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that five patients with unilateral atrophic posterior mandibles requiring bone augmentation for implant placement underwent mandibular augmentation using rhbmp-2/acs. All patients received a loading dose of antibiotics, dexamethasone, and chlorhexidine mouthrinse prior to surgery. The rhbmp-2/acs was cut into smaller pieces and mixed with a small quantity of mineralized bone allograft. This mixture was then inserted over the mandible and compressed into place, and the titanium mesh placed over the graft. Patients were not allowed to wear any soft tissue-borne prosthesis, and were continued on 1 week of antibiotic therapy and twice daily chlorhexidine rinses and were prescribed a narcotic analgesic. All patients also received a tapering dose of dexamethasone for 3 days. Patients were seen 10 to 14 days post-operatively for suture removal and follow-up care. Six months post-operatively, all patients underwent the second stage of the procedure with dental implant placement. Post-operatively, 4 patients experienced moderate unilateral swelling of the lower face, the other patient had minimal swelling. No significant lingual or tongue swelling was encountered.